Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient with this pacemaker had experienced pacemaker mediated tachycardia (pmt). Moreover, post-ventricular atrial refractory period (pvarp) was changed and did not break pmt. Boston scientific technical services (ts) reviewed and discussed this does not look like a real pmt. Also, the first store episode the ventricular was showing up on the trial. There was an artifact noted on the right atrial (ra) so most likely this is not a real pmt. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced due to a fault code notification by the device and episodes of syncope the patient had at the same time. The device had switched to safety mode before explant, and ten second pacing pauses were recorded so a temporary wire was placed. Interrogation difficulties were also noted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker had experienced pacemaker mediated tachycardia (pmt). Moreover, post-ventricular atrial refractory period (pvarp) was changed and did not break pmt. Boston scientific technical services (ts) reviewed and discussed this does not look like a real pmt. Also, the first store episode the ventricular was showing up on the trial. There was an artifact noted on the right atrial (ra) so most likely this is not a real pmt. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced due to a fault code notification by the device and episodes of syncope the patient had at the same time. The device had switched to safety mode before explant, and ten second pacing pauses were recorded so a temporary wire was placed. Interrogation difficulties were also noted. No additional adverse patient effects were reported.